Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibia at the cement to implant interface, depuy cement was used. Update 7-25-2017: medical records have been reviewed. Office notes (B)(6) 2017 indicate the patient was seen for a follow up of bilateral knee implants with bone scan, patient reports that her left knee really bothers her, including pain with weight bearing activities, as well as torsional actives of the knee. She had some swelling and moderate effusion upon exam. It is noted that with external rotation of the hip she feels a sharp pain along the tibia. Bone scan reveals subsidence of the left tibia with some collapse into the varus and loosening at the bone/cement interface (it should be noted the der states the loosening interface is at the cement/implant interface). Consistent findings with aseptic loosening. Aspiration was performed at the office where 6cc of rust colored liquid was removed and sent for testing. Reportability remains unchanged. Updated on 7-28-2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 7 additional reports related to implant loosening, and 1 unrelated complaint. Total for lot number: 9 (B)(4). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.